Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction regarding error e200 was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a faulty turret. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source exhibited an e200 code error (failure related to turret mechanism). The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.